Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. During troubleshooting, the pump battery eventually went to 100%, and the customer was advised to closely monitor the battery and contact support again if the issue persisted.